Event description:
Advanced bionics ultra mid-scala cochlear implant failed due to problem reportedly related to pma960058 s144. Device has failed. Replacement surgery scheduled. FDA safety report ID # (B)(4).